Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and insulin flow blocked alarm. Blood glucose level at the time of the incident was 505 mg/dl and 350 mg/dl at the time of the call. During troubleshooting, customer stated the infusion set had a bent cannula when removed. The event was resolved by changing the infusion and reservoir. No product will return for analysis.